Manufacturer narrative:
Physio replaced the device's main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further examined the removed main keypad assembly in a test device and was able to verify that the reported issue occurred intermittently. Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy. Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally. The  cause of the reported issue was due to an electrical opening in the main keypad assembly.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
While performing a preventative maintenance inspection on the customer's device, physio-control observed event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.